Event description:
It was reported that the device received an alarm - error code message for wireless communication. The error code displayed was 600.6875. There was no patient involvement.

Manufacturer narrative:
Additional information: h10 (investigation results). Correction: h3, h6 (device, method, results, conclusion), h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 01/24/2020 to the present date 12/10/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm - error code message for wireless communication. The error code displayed was 600.6875. There was no patient involvement.